Event description:
The dentist reported that after 8 months that the dental implant was installed in patient's intraoral region #13, it was verified its non osseointegration. Patient presented low bone quality and bone graft was executed.